Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that electrical resistance and cross continuity test results were within specification. (B)(4).

Event description:
It was reported that during implant the right atrial (ra) lead exhibited high thresholds and small to immeasurable p waves. The lead was not used and another lead was implanted. It was also reported that the replacement lead had the same issues. It was noted that other pacing cables were attempted as well. The lead remains implanted. No patient complications have been reported as a result of this event.